Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported wrinkling, malposition, asymmetry, and visibility/palpability are not considered device related. They are all due to 'inadequate tissue coverage of implant requiring alloderm graft'. Patient reported the following events which have been deemed not related to the device: shoulder pain, burning, thyroiditis, ana level is elevated, joint problems, eye issues, and lumps. Additionally reported were itching, capsular contracture, baker grade unknown. Affected side is left. The device remains implanted.